Event description:
It was reported that during a totally extraperitoneal (tep) procedure, the balloon failed to inflate and appeared to be ruptured during attempted inflation. Additional units from other boxes were opened, and the same issue occurred repeatedly with a total of three devices. The surgical team converted to another trocar from another manufacturer to continue the procedure. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: smbttovlx, spacemaker* pro access and dissector sys (lot#: p4m1061) smbttovlx, spacemaker* pro access and dissector sys (lot#: p4m1061) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.